Manufacturer narrative:
The reported setscrew anomaly was confirmed in the laboratory and was due to silicone, septum material inside the rv and svc df1 set screw hex cavities that prevented full insertion of the torque driver.

Event description:
It was reported that during device change out for eri, the set screw was observed to be stripped. A new device was implanted. Patient will return for routine follow-up.